Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed two small separations in the bladder of cylinder 1 near the base. Testing revealed these to both be sites of leakage. Microscopic examination of the separations revealed them to have central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2 or the pump. Because these components were released according to manufacturing and quality control procedures, the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. Based on the information received from the territory manager and evaluation results, quality concluded that the two separation most likely occurred inadvertently during the implant procedure during the closing process. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - cylinder leak.

Manufacturer narrative:
This follow-up MDR is created to document the corrected patient identifier, additional device information, and event information. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - cylinder leak. Additional information indicated that after implanting, the doctor was doing a test and kept pumping and noticed the pump collapsed on itself like it was trying to suck something. The cylinder had a leak in the proximal area, near the corporatomy. The territory manager believes the doctor may have inadvertently nicked with needle during closing. The procedure was completed successfully with another device.